Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected and confirms that the silicone has been cut/torn as reported by the customer. This is probably due to a sharp or pointed object coming into contact with the silicone housing. Review of the history device records confirmed the valve (B)(4), with lot cplbh9, conformed to the specifications when released to stock on the (B)(6) 2013. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Translation: connection between the siphon guard and valve mechanism was broken. The valve was explanted.